Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. After crossing the septum with the versacross system, the physician was unable to advance the sheath due to a fibrotic septum. Predilation was attempted with a 14f dilator, which successfully crossed the septum. A second faradrive sheath was opened; however, the physician was still unable to advance it. A non boston scientific catheter was then opened, and the physician was able to cross the septum with this device, although he noted that passage remained difficult. Because he could not advance the faradrive sheath across the septum, the physician proceeded to perform the ablation using rf energy. The procedure was completed without patient complications. The devices are not expected to be returned for laboratory analysis.

Event description:
It was reported that during a pulmonary vein isolation procedure, a faradrive steerable sheath was selected for use. After crossing the septum with the versacross system, the physician was unable to advance the sheath due to a fibrotic septum. Predilation was attempted with a 14f dilator, which successfully crossed the septum. A second faradrive sheath was opened; however, the physician was still unable to advance it. A non boston scientific catheter was then opened, and the physician was able to cross the septum with this device, although he noted that passage remained difficult. Because he could not advance the faradrive sheath across the septum, the physician proceeded to perform the ablation using rf energy. The procedure was completed without patient complications. The devices are not expected to be returned for laboratory analysis.

Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of failure to cross the septum was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause not established as the cause of the reported issue cannot be established due to lack of evidence.